Event description:
It was reported the patient had massive lower gastrointestinal tract bleeding on (B)(6) 2026. The patient was given between 8 units and 16 units of concentrated red blood cells on (B)(6) 2026. The patient had the following laboratory values on (B)(6) 2026: prothrombin time (inr) 2.5 iu; activated partial thromboplastin time (aptt) 44 seconds; platelet count (plt) 15.0 × 10^4/l. No drug therapy was performed, but it was noted the patient was on warfarin at the time of the event. The cause of the bleeding was determined to be a lesion/disease at the bleeding site which promoted the development of bleeding because of ulceration of the large intestine from campylobacter enteritis. It was determined the event was not device related as the bleedings was from infections gastroenteritis. The patient was hospitalized due to the event from (B)(6) 2026 until (B)(6) 2026, and during this time an endoscopy was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.